Event description:
Heartmate 3 left ventricular assist device (lvad) presents with third gastrointestinal bleeding event post-lvads (2 with heartmate 2 & 1 with heartmate 3) in the setting of international normalized ratio (inr) 2.5. Three units of transfused blood were required and endoscopic evaluation failed to identify bleeding source. Incidentally...pt expired during this hospitalization from complications of severe right ventricular failure and acute renal failure.